Manufacturer narrative:
A lot history review could not be performed as the lot numbers were not provided for any of the elevent malfunctions. None of the samples were returned, however all of the malfunctions provided medical records, with five including images. All eleven investigations are confirmed for patient device interaction problem. The root cause cannot be determined at this time. The devices were labeled for single use.

Event description:
This report summarizes eleven malfunctions. A review of reported information indicates that model unknown filter, vena cava filter, allegedly experienced a patient device interaction problem. This information was received from various sources. These malfunctions involved 11 patients with no consequences. 7 patients were reported as male and four were female, their ages ranged from 33-73 years. 2 patient's weights were provided a (B)(6) lbs. The remaining patient's information was not provided.